Event description:
Caller reported a cartridge alarm 31 issue during the load process. Customer's blood glucose level displayed as "high," but no specific value was provided. To address this, the customer administered a correction injection using manual injection and did not require assistance. The customer reverted to manual injections for insulin therapy.